Manufacturer narrative:
Results and conclusion - the device was not returned to abbott vascular instruments deutschland gmbh for investigation; therefore, it is not possible to make an informed judgement as to the root cause of the complaint. Based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments gmbh in rangendingen as per specifications. It is possible that the stent graft chosen was not long enough to cover the complete perforation. No details of the perforation length were provided. It is also possible that the stent graft was not centered over the perforation or that the perforation grew in size during the deployment of the stent graft.

Event description:
Reporting status: serious injury - surgical intervention/hospitalization. Reporting rationale: required surgery to prevent permanent damage. Device issue: none. It was reported tht the graftmaster was being used for treatment of a perforation. The stent was successfully deployed and there was no device issue; however, it did not completely cover the perforation. The patient went to surgery. No additional event or patient information is available.